Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Yes it was inside the sterile barrier. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? It was yellow looking. What was the texture? I think it was gooey. Are there any photos of the foreign matter available? There is a picture. Is it possible that the foreign material fell into packaging upon opening of device? No. Was the product seal on the foil still intact when the package was opened? Yes. Please perform and document the follow up attempt for product return. Please provide tracking number: I went to pick it up last week and could not find it. They think someone must have thrown it away. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the photo, if still available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a topical skin adhesive was used. Prior to use on the patient, the scrub tech saw a blob/glob of yellow stuff in the packaging. It was not used in a patient. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 h6 component code: g07002 - device not returned h6 investigation findings: c22 - photo review investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows dnx12 device inside of the open packaging. Upon visual inspection, the silicone was confirmed to be yellowish; the yellowish silicone bulb condition could've been caused due to formulation residues left during the manufacturing process. As part of our quality process, the manufacturing records of this lot number was reviewed, and the manufacturing standards were met prior to the release of this lot. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.